Manufacturer narrative:
.

Event description:
Dealer stated the seat post is wobbly. Dealer stated that because the seat is wobbly when the consumer went through a doorway his seat upholstery was torn.